Manufacturer narrative:
The service engineer replaced the graphic user interface central processing unit and downloaded the current revision software. The ventilator passed self-testing.

Event description:
It was reported that the ventilator generated an error that rendered the ventilator inoperative during power up. The ventilator was not in use on a patient at the time of the event.